Event description:
Healthcare professional additionally reported ¿firmness of the breast with the implants riding slightly higher." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: opening, wear abrasion, crease fold, brown particles inside of the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additional reported "firmness of the breast with the breast riding slightly higher". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.